Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device does not boot and it remains stuck on the blue screen. The device was in use during this event however no patient or user harmed were reported.